Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a user-performed supply change on an ilet, glucose levels rose and a healthcare professional advised that insulin delivery was not occurring; customer care then guided the user through a full supply change and insulin delivery resumed, with component lot numbers documented for the cartridge and connector. Symptoms included hyperglycemia reaching 316 mg/dl. Outcomes included recovery to in-range glucose following restoration of insulin delivery and user education, with no hospitalization and no device alarms. Investigation included customer care troubleshooting and education over multiple follow-up calls with confirmation of improving glucose. Investigation of this case revealed an unclear cause of hyperglycemia with suspected interruption of insulin delivery prior to the guided supply change, resolved after replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.